Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient programmer was not working. Patient explained that they were stuck on the sync screen when trying to sync the programmer to the ins. They didn't know when it first started happening. During the call, patient was walked through on synching the programmer to the ins and confirmed they were stuck on the sync screen after pressing the sync button. Patient stated they were using the kodak extra light batteries. Battery recommendations were reviewed so patient got out the energizer aaa regular batteries and put them into the programmer. At first, patient stated they got the programmer screen blank but after taking the batteries out and putting them back in, they reported the programmer was powering on and they were able to sync resolving the issue of programmer not working and being stuck. After synching, patient reported that they though the implant was off because they were seeing the lightning bolt. It was reviewed that the lightning bolt present mean the implant was on. Patient stated that they thought it was off because they didn't feel stimulation and didn't remember when it first started happening. They also reported that they were not seeing 50% or greater symptoms control from the therapy. They initially stated that they never got results but then stated that in april they were doing ok but in may or june, they did not see a difference in their symptoms. The healthcare professional (hcp) had previously changed patient over to program 3 and went up to 4.0v. It worked for them for a week or two because they did feel the stimulation, but then suddenly they stopped feeling stimulation. Patient reiterated that it was after 2 weeks (from seeing the hcp) that she stopped feeling stimulation. There was also one occasion when they were out and suddenly felt the stimulation so strong they couldn't walk. They mentioned that they didn't carry their programmer with them so it was recommended that they carry it with them when traveling. At the time of the call, patient had the programmer and showed stim was on program 3 at 3.5v. They were able to increase and turned it up to 4.8v, but didn't feel stimulation. They then increased it up to 8.0v but confirmed they still didn't feel any stimulation however was seeing the upper limit screen. They then switched over to program 4 and turned it all the way to 8.0v, but still didn't feel stimulation and saw the upper limit screen. So patient decreased down to 2.0 even though they didn't feel stimulation and stated they will monitor symptoms. It was reviewed that patient can follow-up with their hcp of issue didn't resolve. No further complications were reported or anticipated.